Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed and noted the device was received opened in its original packing. The plastic packing was found cracked and damaged, compromising the sterile integrity of the device. The exterior paper cover was found slightly peeled opened. Further investigation found no signs of wear or foreign material, consistent that the device was not in use. Based on similar reported events, the most probable cause for the reported event is mishandling based on similar reported events, the most probable cause for the reported event is mishandling during transport..

Event description:
Olympus was informed that during preparation for use in the sterile field, the sterility of three devices were found to be compromised, as the exterior packaging was broken. The devices were not use on a patient; therefore, no patient injury was reported. This report 3 of 3.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of DHR review. The DHR for the 190 unit lot was reviewed for related prior manufacturing anomalies. The review found that the product was manufactured and tested per applicable procedures and met all final product release criteria. No nonconforming reports (ncrs) were noted.